Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was ingress of dirt and grit contamination within the device. There was no patient harm. All known information regarding the event has been provided.